Event description:
During a surgical procedure while using the disposable falope-ring band application, the rings did not stay on the applicator and popped off. One band did fall into the patient and was retrieved with no harm and the procedure was completed.

Manufacturer narrative:
Visual: applicator returned in fire position 2 no sharp edges or burrs observed on the inner or outer shafts. The tongs ends are rounded and smooth; the tong legs close properly, long leg over the short one. Tongs advance and retract smoothly. Functional: move trigger to position 1 to load the bands. Bands loaded as designed, each band deployed, or fired one at a time as designed. Disassembled the trigger assembly, there was no evidence of damage to the trigger tube. Device worked as designed. Per sales rep on site, may have been caused by not loading the device properly. He did an in service review of proper use of the device.